Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow-up with technical support and is currently in the process of obtaining a new device, as the current pump is out of warranty.